Event description:
It was reported that this patient was to have a pocket revision on the date of this report. Reportedly, the pump was just being moved as the patient experienced pump placement pain. The pump was successfully revised to a new position and the patient was reported to have received effective therapy. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4). (B)(4).

Event description:
It was later reported that the pump was pushing out due to patient's anatomy. There were no symptoms reported other than the pump was pushing out more that the patient would like. The pump location was revised (B)(6) 2013. The patient outcome was noted as recovered without sequelae.